Manufacturer narrative:
This information was previously reported in manufacturers report number 1628664-2019-00445. A second suspect medical device was added to the investigation on july 5, 2019. An investigation is still in process, a follow-up report will be provided when the product evaluation is complete.

Event description:
The customer observed discrepant magnesium results on the architect c16000 analyzer. The following data was provided (mmol/l): sid (B)(6): initial 3.250, repeats 0.731, 0.7263, 0.726. Sid (B)(6): initial 3.885, repeat 0.816. Sid (B)(6): initial 3.286, repeat 0.775. Sid (B)(6): initial 2.093, repeat 0.459. There was no impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2019, the analyzer was removed as the second suspect medical device. See 1628664-2019-00445 for the product evaluation. H3 other text : see h10.